Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was good after the procedure.